Event description:
A consumer reported that after having an intraocular lens (iol) implanted, she has over 2 diopters of induced astigmatism that causes decreased vision. In a follow up, the consumer reported that she can't work and feel insecure with her vision. She also informed that she has had a yag laser and vitrectomy procedures since having her initial lens implantation. She said that she is now treated with eyedrops and intramuscular medications.

Manufacturer narrative:
A sample device was not returned for investigation. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Additional information was requested. A completed questionnaire was not received. (B)(4).